Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information has been added to the following field: h6 corrected field: d9: date returned to manufacturer.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: communication failure caused by oxidation and corrosion of the charged-coupled device unit.   Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the hd camera head had a noisy image one month after a major repair to the device. The issue was found during preparation for use prior to a uterine examination. The examanation was completed with a similar device. There were no reports of patient harm or procedural delay.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found noisy image due to oxidation and a corroded charged coupled device unit in addition to multiple dents on the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.